Event description:
This lead was implanted on (B)(6) 1998 and capped on (B)(6) 2011 due to a product performance issue. During a device change out, this lead failed when the physician opened the pocket. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).